Event description:
The ventilator, after working regularly and having been turned off, could not be turned on ever again. If user tried to turn the unit on, it goes off before the front display or the alarms even go on.